Manufacturer narrative:
One vial of test strip lot 139815-11 containing four test strips and coaguchek xs meter serial no. (B)(4) was received for investigation. The test strips and vial showed no defects. The meter appeared undamaged and was clean on the outside. The returned test strips were measured with the returned meter in comparison with relevant retention test strips (lot 139815-10) and the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Master lot/retention meter: marcumar 3: 2.4 inr. Marcumar 4: 2.0 inr . Customer strips/customer meter: marcumar 3: 2.4 inr. Marcumar 4: 2.1 inr. The returned customer material and retention material complied with specification. Relevant retention test strips (lot 139815-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and the retention material complied with specification.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4) when compared to a laboratory venous sample tested using the dade innovin reagent. The result from the meter was 3.1 inr and the result from the laboratory was 4.6 inr. The patient was not adversely affected. The patient's target range was 2-3 inr. The meter and strips were requested to be returned for investigation.